Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The multi-link 8, coronary stent systems (css) instructions for use instructs to carefully remove the system from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The IFU deviation does not appear to have directly caused or contributed to the reported stent dislodgement. The investigation determined the reported stent dislodgement was related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device preparation, the stent dislodged from the 4.0 x 23 mm multilink 8 stent delivery system (sds), but it was not noticed. After pre-dilatation, the sds was advanced into the 80% stenosed, proximal, right coronary artery (rca) lesion; however, it was noted that the stent implant was not on the delivery system. The sds was removed from the anatomy without reported issue. A non-abbott stent was successfully implanted in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.